Event description:
A malfunction alarm was reported from a pump. There was no reported impact to the customer¿s blood glucose level. The customer was advised to switch to multiple daily injections as an alternative method of insulin delivery while the pump was replaced. The customer received guidance to store and return the faulty pump using a pre-paid label.